Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead in segments was returned, analyzed, and no anomalies were found. It was also noted that the defibrillator conductor was distorted, that several conductors had blood/body fluid (not obstructed), that the inner tubing was kinked/buckled, the outer insulation was breached cut, the outer insulation had a white substance, the outer insulation had a cosmetic depression, the lead was stretched, and there was apparent explanted damage.

Event description:
It was reported that "fracture potentials were found" on the right ventricular lead. It was also reported that earlier, during routine follow-up, the right ventricular lead impedance was observed to be high ("suddenly rising"), and small artifacts were seen on the can to coil electrogram signal. Afterward, the ventricular threshold started to increase. The lead was removed and replaced. No patient complications have been reported as a result of this event.